Event description:
A nurse reported following an intraocular lens (iol) implant surgery, a lens was exchanged for a different model iol. In a f/u, a nurse reported the iol was exchanged due to the pt experiencing blurry vision and halos; the pt was unable to adapt to the lens. There are two medical device reports associated with this event. This report is for the right eye. The report for the left eye was previously reported under MFR report# 1119421-2014-00162.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).